Event description:
The user received questionable calcium results from the cobas c501 analyzer serial number (B)(4) and provided data for two patient samples. All results are in mg/dl. Patient sample 1 initial result was 9.426 and the repeat result was 10.317 after calibration of the assay. The result from the integra 400 serial number (B)(4) was 9.6 with a data flag which was reported outside the laboratory. The sample was then repeated on the c501 analyzer and generated a result of 9.6. The user performed a precision test with this patient sample and received results of 9.628, 9.674, 9.671, 9.571, 9.634, 9.765 and 9.91. Patient sample 2 was from a female born on (B)(6). The initial result was 9.738 and the repeat result was 11.401. The result from the integra 400 serial number (B)(4) was 10.1 with a data flag which was reported outside the laboratory. The patients were not affected as the results from the c501 analyzer were not reported outside the laboratory. The field service representative determined the calcium reagent was possibly bad. To verify the analyzer operation, he performed instrument checks with results within specification.

Event description:
Consumer stated a tampon fell apart and part of it remained inside her. Her doctor told her the remaining portion would come out with normal discharge.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.